Event description:
It was reported the bronchovideoscope was not displaying an image during an unspecified diagnostic procedure. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed and the investigation found: communication error was displayed a definitive root cause could not be identified. Based on the results of the investigation, it is likely the issues occurred due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.